Event description:
(B)(4). Same patient as 2134265-2010-04963. It was reported that following a coronary artery stenting treatment procedure the patient experienced angina. An unknown size taxus liberte' stent was implanted in the obtuse marginal branch three days prior to the study procedure. The target lesion was located in the proximal right coronary artery (rca), extending to the mid rca, with 70% stenosis, a length of 32 mm, and a reference vessel diameter of 3.0 mm. The physician treated the target lesion with pre-dilatation and placement of a 3.0 x 38 mm study stent. A 3.0 x 18/20 mm study stent was also placed to cover proximal disease, followed by post dilatation with 10% residual stenosis. The patient was discharged 4 days later on aspirin and clopidogrel. 259 days post index procedure, the subject developed angina. The patient was hospitalized with left chest pain radiating to his mid sternal area, intermittent and sharp in intensity. The EKG showed normal sinus rhythm. There were q waves in the inferior leads that were present prior to the subject's prior admission. There was no evidence of acute st segment elevation or t wave inversion. A chest x-ray was negative. The patient underwent target vessel revascularization. An 80% stenosis in a non-target lesion in the distal rca was treated with a 3x15 mm and 2.5x8 mm non bsc stents. Residual stenosis was 10%. The obtuse marginal branch of the circumflex was treated with a 2.5x15 mm and 2.5x18 mm non bsc stents. Residual stenosis was less than 10%. Per the (B)(4) 2010 core lab report: "stent patent at follow up." Severe intimal hyperplasia at distal end of stent. Tlr the patient was discharged the next day on aspirin and clopidogrel.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).